Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was due to the use of mitra brand transfer set by the patient. On an unknown date, the patient was treated with vancomycin injection (2gm, every 5th day, intraperitoneal, discontinued), ceftazidime injection (1gm, once daily, intraperitoneal, discontinued) and tobramycin injection (40mg, once daily, intraperitoneal, discontinued) for peritonitis. On an unknown date, pd therapy was discontinued, pd catheter was removed and the patient was transferred to hemodialysis. At the time of this report, the patient was discharged from the hospital; however, was not recovered from the events. The patient continued treatment with meropenem injection (1gm, once daily, intravenous, ongoing) and amoxicillin tablet (650mg, once daily, oral, ongoing) for peritonitis. H11: based on additional information received, the baxter pd disposables were determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. Fourteen days after the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (2gms), ceftazidime injection (1gm), and tobramycin injection (40mg) for peritonitis. Patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.